Event description:
The customer reported via phone call that the sensor experienced an anomaly. The customer stated that when he removed the sensor from his body, the electrode seemed to be missing. He stated that there was only a little stub of a sensor. He also reported that the transmitter did not flash when he connected the sensor. The customer did not know the blood glucose reading. The customer was advised to replace the sensor and agreed to return the device for analysis.

Manufacturer narrative:
One opened and used sensor was inspected and no anomaly could be confirmed due to the sensor being sent opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.